Manufacturer narrative:
Submitted: (B)(6) 2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on examination, the battery compartment was found to be cracked below the bumper pad and the internal battery was found to be defective. The black box data revealed the pump time and date reset to factory default after power on reset. The time and date reset to default was duplicated during investigation. The pump was opened and revealed the internal clock battery was leaking.

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, leaking internal battery. This report is made based on results of investigation completed on (B)(6) 2015.